Event description:
It was reported that the tap broke at the measuring line while backing the tap out. The end of the tap (approximately 55mm) remained in the patient.

Manufacturer narrative:
(B) (4): the product was returned for evaluation. Approximately a 65mm portion of the tip is broken and missing. It appears that the instrument was subjected to excessive bending load which may have caused the tip to break. A review of the device history records did not identify any applicable nonconformance to specification.